Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had mild tortuosity, mild calcification and a 99% stenosis. The voyager otw was used as a microcatheter to cross another company's guide wire and then removed. Another company's guide wire was delivered toward the lesion, and the voyager otw was delivered again. This time, the voyager otw was attempted for the inflation; however, it ruptured at the first inflation at 6-8 atm. The dilatation balloon was changed to another company's 2.25 x 15 mm and another company's 2.5 x 18 mm stent was implanted. The procedure was completed. No pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The target lesion was mildly tortuous, mildly calcified and 99% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the tortuous and calcified lesion, such that the balloon rupture upon inflation. No conclusive root cause for the reported balloon rupture can be determined.